Manufacturer narrative:
This event was previously reported under MFR. #2916596-2019-06095. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced persistent ventricular arrhythmia.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. It was reported that the patient experienced a ventricular arrhythmia on (B)(6) 2019. The cause of the issue was unknown and a causal relationship to the device could not be determined. The patient remains ongoing on vad support. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instructions for use (japan) lists cardiac arrhythmia as an adverse event that may be associated with the use of the hm3 lvas no further information was provided. The manufacturer is closing the file on this event.